Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that on (B)(6) 2016, the pump suddenly stopped working. Stated they pressed the ok button multiple times and nothing happened but that a couple hours later they pressed ok and it worked. The reporter denied damage, moisture ingress, and tactile response issues. The alarm history showed no alarms of this date. Patient did not have any further details of instance. The pump was being replaced due to nature of allegation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: no activity related to reported issue observed in pump histories. Unable to duplicate reported issue. All buttons respond to presses appropriately. No damage found to keypad. Keypad removed and no damage found to button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.